Event description:
Respiratory therapist reported that the flex tube disconnected from the catheter with out provocation. No patient harm. This has been a recurring event at this facility. The manufacturer has been notified and product has been returned. Multiple lots are involved.